Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6 patient code e2114 is being used to capture the reportable event of patient perforation.

Event description:
It was reported to boston scientific corporation that a rigiflex ii dilatation balloon was attempted to be used in the goj (gastro esophageal junction) during an achalasia dilation procedure. The exact procedure date was unknown. During the procedure, the patient was being treated for achalasia with a rigiflex balloon which had caused a perforation. No further information has been obtained despite good faith efforts.